Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes the device could not be interrogated and there was an irregular battery response.